Event description:
Meter was reading inaccurately low. The medical affairs specialist spoke to the pt's spouse. And obtained/verified the following info. She stated that the pt was recently in the hosp for internal bleeding in his stomach. She reported this was due to other health conditions, not to his diabetes. He did have low blood glucose results when tested at the emergency room. This conflicts with the treatment of insulin that was reported originally. The pt's meter was reading 48, 49, and 42 prior to going to the hosp. He felt weak at the time of testing. She stated that the pt is currently controlling his diabetes with oral medication and diet, not insulin as was reported in the scripting questions. The pt stated that she felt his meter was reading low because her spouse's meter was reading 18 points lower than the hosp meter. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the punture site were correct. The pt performed two control solution tests, both failed.